Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. As the customer was due to change the cartridge and infusion set, the customer declined to troubleshoot with tandem technical support to help determine the possible cause of the occlusion.